Manufacturer narrative:
In the initial report 5/11/2007 was provided as the device manufacture date however this date was incorrect, the manufacturing site has provided the date as 2006 year only provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) in the left eye(os) at post treatment. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities and had no complaints. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.75 x .00 x 90; left eye pre-op 20/20 -1.50 x .00 x 90. This report is for the excimer laser equipment. A separate report will be submitted for the femto laser equipment.